Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 12 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts slightly raised. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 12mmx4.7mm target lesion was located in the left main artery. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the edge of the stent got stuck in the guide catheter and frayed. It could not be released. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 12mmx4.7mm target lesion was located in the left main artery. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the edge of the stent got stuck in the guide catheter and frayed. It could not be released. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.